Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital with report of receiving shock therapy. Review of stored device memory noted the device delivered inappropriate anti-tachycardia pacing (atp) and several shocks that resulted in exhaustion of tachycardia therapy. Additionally, an rv sensing alert was observed, however, the sensitivity measurement was noted to be similar to the last in office visit approximately one month ago. Boston scientific technical services (ts)recommended further evaluation of the device and lead with a programmer. The patient planned to be seen in clinic on an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.